Event description:
Cs/lv lead successfully passed to the distal portion of the pre-chosen vessel. It was positioned in multiple segments. The initial placement had a satisfactory number unfortunately and peeling away the sheath it moved less than a cm and no longer had satisfactory numbers. It was then re-cannulated and multiple positions attempted without satisfactory numbers. The lv lead was then sec device and (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).